Event description:
After an implantation period of approx. 40 months, oversensing on the ventricular channel was reported. The lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Ilivia 7 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 39 months and 13 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Plexa promri s 65: the lead under complaint was found cut 9 cm distal to the df4 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through in the distal end region of the distal fragment, which is assumed to be the root cause of the reported oversensing. The provided x-ray was analyzed. The lead showed much slack in the implanted state which in combination with tricuspid valve interaction resulted in extraordinary mechanical stress leading to the observed insulation damage. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.